Event description:
As a nurse anesthetist, user began experiencing more severe allergic reactions while at work, that persisted after they got home. Symptoms began as generalized hives and angioedema that progressed to asthma-like symptoms and hypotensive episodes while at work in the hosp. User suspected the latex gloves in july 2000 and switched to only using powder free vinyl gloves, although the other hosp personnel continued to use powered latex gloves. Symptoms continued to worsen even after numerous medication adjustments. Physicians declared user disabled in february 2000.